Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture and suffered several unexplained systemic symptoms, including strange feeling , not feeling well, some pain (unspecified location). The root cause of the patient¿s symptoms is unclear. A healthcare professional stated that the patient¿s general doctor requested MRI, and the result revealed the bilateral rupture on (B)(6) 2019. The patient came in for a consultation in the office on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc) on (B)(6) 2020. This report is for the left prosthesis.